Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients with an implanted neurostimulator (ins). A consumer reported that they heard the device broke on people all the time. No further information was available and there were no further complications were reported at this time.